Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for separation reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device.

Event description:
It was reported that the hub from a 4.00x12 mm nc trek rx balloon dilatation catheter (bdc) separated from the shaft while removing the bdc from the dispenser hoop. No resistance was noted while removing the bdc from the hoop. There was no damage noted to the hoop/packaging. The device was not used and there was no patient involvement. Another same size nc trek was used to continue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.